Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels in the range of 50 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. The insulin pump passed the displacement test. Nothing further was reported.